Event description:
The customer performed a retrospective study looking at platelet loss from therapeutic plasma exchange (tpe) procedures performed using both the cobe spectra system and the spectra optia system. Their results showed that one procedure resulted in a platelet loss of greater than 30%. The patient did not experience any adverse events as a result of this platelet loss and did not require a platelet transfusion. No medical intervention was necessary for this event. This information was originally found in (B)(4) by a caridianbct employee on (B)(6) 2012. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a device malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf did not show anything that would indicate there were platelets being lost into the remove bag. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and evaluation. The data log analysis did not reveal any clear indication for the reported patient platelet loss. Per the dlog, the device functioned as intended. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: a definitive root cause for the platelet loss could not be determined.